Event description:
It was reported that the ventricular lead exhibited loss of capture, and exit block was suspected. The patient was not symptomatic.

Manufacturer narrative:
No medwatch form was received.